Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
Subsequently, after the initial was filed it was noted that thrombosis was noted where the xience and the other non-abbott stent were implanted. Furthermore, a non-abbott was also previously implanted in the left anterior descending artery along with the xience stent. Resistance during removal of the trek balloon was noted as it remained fully inflated when attempting to remove. Cardiac bypass was performed to remove the balloon; however, it is unknown if the separated portion was removed. Patient's cause of death was noted to be cardiogenic shock as the patient fully coded and for treatment intra-aoric balloon pump and extracorporeal membrane oxygenation (ECMO). However, the patient died. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) artery and the circumflex artery. The lad was implanted with an unknown xience stent and the cx with a non-abbott stent. An hour later the patient was noted to have acutely closed (thrombosis) arties where the stents had been implanted. Therefore, a 3.0x20mm trek balloon dilatation catheter (bdc) was advanced and inflated; however, the balloon would not deflate. During an attempt to remove the balloon the balloon came off the shaft, remained un-deflated and the patient was sent to surgery. It is unknown if the balloon was removed. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown due to the part/lot number was not provided. The additional trek device referenced in b5 is filed under separate medwatch report number.